Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an unknown procedure, the knife did not return after the device was fired. The surgeon fired the device by mistake before the device clamped the target tissue. The manual override lever was used, but the knife also did not return. The jaws opened eventually while the override lever was moving several times. Another device was used to complete the case. There were no adverse consequences to the patient. One pcee60a and one gst60t will be returning.

Manufacturer narrative:
(B)(4). Batch # r5872h. The analysis found that one pcee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A gst60t cartridge reload was received partially fired 1/3. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The partially fired reload is consistent with an incomplete or interrupted cycle. The device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.